Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had cracked display window corner, scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.